Manufacturer narrative:
B5: customer's blood glucose level ranged from 227 mg/dl to 276 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a cartridge change error and cartridge alarm (alarm 1) during the load sequence with multiple cartridges. Customer's blood glucose level ranged from 270 mg/dl to 276 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.